Manufacturer narrative:
Device evaluation of the battery has been completed by engineering. The reported problem (yellow fault #2) was confirmed. Upon engineering investigation, the battery pack was unable to charge or power on a monitor due to the battery level being depleted. The root cause was the depleted battery level. There was no adverse event that occurred related to this issue.

Event description:
A us distributor reported that a battery would not charge or power on a monitor.

Event description:
A us distributor returned a battery and reported being unable to power on or charge, indicating a potential device malfunction.

Manufacturer narrative:
The battery was returned for evaluation. Review of battery service record indicates a reportable event. Upon investigation, the battery was unable to power on a monitor or charge.